Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator was in backup operation due to multiple flipped bits in the product code. When the product code was downloaded, normal function ensued. Comprehensive electrical testing did not cause the vvi reset to occur.

Event description:
It was reported that the patient presented in backup vvi. The patient's presenting rhythm was 67.5 ppm, vvi paced. Attempts to interrogate the pulse generator resulted in a software error message. Further troubleshooting could not be performed due to telemetry corruption. The device was removed and replaced.